Manufacturer narrative:
Thermogard xp ivtm system(s/n (B)(4)) was returned to zoll for evaluation. Visual inspection of the system was performed; the cover deck was cracked and the saline bag hook was broken. The casters were loose and saline was spilled in the rear brackets and base. Also some screws were noted to be missing at the umbilical connector, pivot display and handle. A review of the event log was performed and no error messages were found. The system passed functional testing. It was noted that the wiring harness to the power supply was pinched. Also the screws that attaches the wires to the power supply terminals were found to be loose which is potentially resulting from user handling issues. The customer reported complaint was confirmed. The potential root cause was determined to be a user handling issues. The wiring harness, display pivot and other missing or damaged parts were replaced.

Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient treatment the thermogard xp ivtm (s/n (B)(4)) displayed an mid: 14 (bg power supply) error message. No patient information was disclosed. There was no additional information provided.